Event description:
(B)(4). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive pts were selected for gore excluder stent-graft implantation at the (B)(6) hospitals of (B)(6). (B)(4). All endotension were fixed with surgical conversion and/or endovascular procedures. Additional information about specific pts, devices, and events is not available, therefore, gore cannot determine if any of these events were previously reported.

Manufacturer narrative:
Device lot/serial number was requested but not provided to gore. A review of the manufacturing records for the device could not be completed. Additional information about specific pts, devices, and events is not available, therefore, gore cannot determine if any of these events were previously reported. All four cases of relining were technically successful and based on follow-up exams, respectively. No regrowth of the aneurismal sac has been observed. Additional information along with images of the event were requested but not provided to gore. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note: the average age of the pts discussed in the article was (B)(6); and 97% of the pts were men. (B)(4).